Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to report the analysis findings.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received three inappropriate shocks for oversensing of noise that was reproducible. Review of the data also found an untreated episode. It was noted that there was oversensing of noise since one day post implant. The noise was reproducible and an x-ray was taken which showed no significant findings. The x-ray indicated good system placement and fully inserted electrode. It was noted that the patient was skinny in nature. A revision procedure was performed for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode and the noise was resolved. However the following day the patient received another inappropriate shock due to twave oversensing. Subsequently the s-ICD and electrode were explanted and replaced with a transvenous system.